Event description:
It was reported that this right ventricular lead was an attempted implant as the helix did not operate as expected and a jump in impedance was noted. This lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to field h6 device codes.

Event description:
It was reported that this right ventricular lead was an attempted implant as the helix did not operate as expected and a jump in impedance was noted. This lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported.